Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was not charging the pump. Customer reverted to a different charging cable and the issue was resolved. There was no adverse impact to the customer's blood glucose level.